Event description:
It was reported that the device recorded several episodes of atrial tachycardia/atrial fibrillation [at/af] that appear to be far-field r-wave [ffrw] oversensing, rather than at/af. The episode electrogram showed more atrial events than ventricular events, but the atrial events appear to be ffrw oversensing. The device was reprogrammed which resolved the ffrw oversensing and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) the actual device was not received for evaluation, however performance data was collected from the device and analyzed. No anomalies were found.